Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. The patient stated that a day after they inserted the sensor, they felt discomfort, removed the sensor and saw bright red and raised bumps. The affected area was treated with over-the-counter hydrocortisone, triamcinolone, prescribed on (B)(6) 2016 and clobetasol, prescribed on (B)(6) 2016. Additional event or patient information is not available. No product or data was returned for evaluation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.